Event description:
It was reported that an occlusion alarm occurred multiple times over the past few weeks. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.